Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly successful stimulation was restored.

Manufacturer narrative:
Section b3- date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported the device was placed into MRI mode using patient's personal iphone. While the device was in MRI mode, the pc nr app was downloaded onto another alternative iphone device. In turn, the bluetooth connection to the original iphone device was lost and ipg was unable to exit MRI mode. Pc app displayed error messages '"no generator found" and "no generators have been added." Troubleshooting was unable to resolve the issue and MRI could not be disabled. As such surgical intervention is pending to address the issue.